Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, the customer stated that the transformer was sparking from exposed wires on the cord. She also stated that the transformer sparked after it was unplugged. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new changed, or corrected info, a f/u report will be filed at that line. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer svc that her transformer was sparking from exposed wires. She also stated that there were no flames, fire or injury.